Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter could not be released after opening, and which had become contaminated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the labeling in the photo matches with the information available in track wise. The second photo shows the hcp holding the packaging and displaying the filter storage tube which is loaded with the pusher catheter. Filter was visible inside the storage tube. Therefore, the investigation is inconclusive for the reported for expansion failure as no specific evidence was provided to confirm. A definitive root cause for the expansion issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: the returned sample analysis could not be performed as the physical device was not returned. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. It was reported that during the procedure, the filter could not be released after opening, and which had become contaminated. The procedure was completed using another device. There was no reported patient injury.